Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the battery charging limit was found to be set to less than 100%. The device was recalibrated to address the issue.